Event description:
An implantable pulse generator (ipg) system was returned the (B)(6) office with no information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg system approximately 2.5 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.